Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient brought back from dialysis when hospital staff went to plif in bed to outlet, the outlier sparked and created smoke. The bed was left unplugged. When another hospital staff tried to plug in the bed again, they were burned on their thumb from the plug. Complaint (B)(4) were entered into our system to have the bed returned for investigation. As of this writing, the bed has not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.